Event description:
The suspect device was received by the manufacturer and is pending product analysis completion.

Event description:
Product analysis was performed. An interrogation, a system diagnostic test, a wandcomm vbat diag, the output was monitored for more than 24 hours, and a comprehensive automated electrical evaluation (shows an ifi=no condition) were performed. No anomalies were seen, and the device performed according to functional specifications. There was no performance, or any other type of adverse conditions found with the pulse generator. Product analysis worksheet was reviewed and no anomalies were seen. Data dump was reviewed and no anomalies were seen.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent explant due to vns reportedly making their seizures worse. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.